Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, has sustained permanent injury, permanent and substantial physical deformity, disability, impairment, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Additional information from the importer report: (B)(6) 2012, device name: uretex transobturator kit, catalog # 485050. (B)(4).